Event description:
It was reported that balloon rupture occurred. A 20mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation of the target lesion. However, during inflation, without exceeding the maximum rupture pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and balloon. There was blood in the manifold, inflation lumen, and guidewire lumen. The balloon was loosely folded. At 5mm from the tip moving proximally for a length of 17mm, the balloon has a longitudinal tear. There was tip damage to the device.

Event description:
It was reported that balloon rupture occurred. A 20mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation of the target lesion. However, during inflation, without exceeding the maximum rupture pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.